Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that a carelink transmission revealed the rv (right ventricular) pacing impedance had a gradual decline, and there was oversensing on the egms, leading to pauses and patient symptoms. The lead integrity alert (lia) did not trip, even though there were many nst (non-sustained tachycardia) episodes, with short cycles, and 190 sics (short interval counts), indicative of oversensing, since (B)(6), 2010. The lead was capped. No patient complications were reported as a result of this event.